Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not report a specific issue. Upon triage on (B)(6) 2018 the service tech found that upon powering on the enteral feeding pump there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the reported issue was confirmed visual inspection of the main printed circuit board assembly (pcba)found that a component in the audio circuit was damaged, causing one of the leads to break the solder and lift off of the pcba. A trend has been identified and corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.